Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the rack pushrod on the pump was "pushed out" and the contact was unable to load a cartridge. The contact attempted to manually manipulate the pushrod to the correct position but was unsuccessful. There was no patient involvement as the pump was being used for demonstration purposes and was not being used by a customer at the time of the event.